Manufacturer narrative:
(B)(4). Evaluation of the returned device was performed by the manufacturer and it was observed that the corewire was exposed. It was broken/ fractured at location of the proximal indent. During inspection, it was observed that the serial number of the returned device (s/n (B)(4)) was different from what was originally reported (s/n (B)(4)). The returned pressure guidewire was received in damaged condition with it's corewire broken/diagonally at the location of the proximal indent. The sensor housing, radiopaque coil and the dome were still attached to the broken piece of the corewire. The pressure sensor was cracked. The proximal coil was stretched out and it was still attached to the sensor housing. No parts were noticed to be missing from the device. The signal test was performed and the wire was not recognized and could not be zeroed. The "attach wire to connector" message was produced. The manufacturer informed the distributor of the serial number discrepancy and the latter confirmed that the device used on this case was the one that was returned. Further investigation by the manufacturer determined that the probable root cause of the broken corewire at the proximal indent was over-indenting during the manufacturing process due to an incorrect measurement for this particular wire. In order to address this occurrence, the manufacturer implemented corrective action by revising the applicable procedure manufacturing process instruction (mpi), "core wire flattening and indenting". The precess for measuring the indent was clarified and associated documentation was also updated. As further preventive measure, the tooling was modified on the machine used to create the indent feature, creating a hard stop that prevents the compression of the wire to the over-indented state associated with this device. The manufacturer then re-qualified the process to ensure that over-indenting does not recur. This event is being reported based on the investigation result of the broken corewire. No further action is required.

Event description:
It was reported that during the pullback process, the pressure guidewire pd value obtained was higher than pa value after zeroing. The pressure guidewire was removed and another pressure guidewire of the same model was used and successfully completed the procedure. There was no intervention performed and no adverse events reported due to this event. The patient was released from the hospital according to the original treatment plan and is doing well.